Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist determined that quality controls (qc) recovery was within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed troubleshooting and determined the alignments for the sample probe (s1) and reagent probes (r1 and r2) passed. Service methods were performed and all testing passed. The cse observed the performance and results of the s1 mix/overmix and all passed within specification. A qc and precision study was performed for glucose and it was determined that all results were within specifications. A siemens headquarter support center (hsc) specialist evaluated the information provided and troubleshooting performed, and cannot determine a reagent or instrument issue. The potential cause of the discordant result(s) is due to sample specific issues such as sample handling and sample integrity. The presence of cellular debris, gel globules or other sample artifacts can impact sampling accuracy and result in intermittent result recovery issues. The customer has continued to run patient samples and the instrument is performing within specifications. No further evaluation of device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The repeated result of 318 mg/dl was reported to the physician(s) and matched the patient history. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed glu result.